Manufacturer narrative:
The customer agreed to keep track of slides in the future and to allow the cytology application specialist to review the cases to be kept on file.

Event description:
An interminate false negative was found during qc and customer has no further concerns. Customer supervisor reported that 95% of the missed cases were due to screening errors not imager misses. The cytology application specialist (cas) was informed by the customer of possible diagnostic cells outside the fields of view. The lsil (hpv) abnormal cells were picked up on qc, but there were no trigger cells in the 22 fields of view to prompt autoscan. The customer did not have the slides (missed cases) available for the cas to review. Due to customer policy, the customer will not send the slides in for investigation. The customer agreed to keep track of the slides in the future and to allow the cas to review the cases to be kept on file. The customer supervisor reported that 95% of the missed cases were due to screening errors not imager misses. The customer did not need to follow up with the cas as the customer has no record of these cases or how they were found. The customer will do this in the future.